Manufacturer narrative:
Results of investigation. The reported issue was confirmed on the call logs reviewed. The logs confirmed that the delivered fio2 was always close to the set fio2 and that the alarm was based on the oxygen sensor monitoring only. He root cause is related to user error due to not following the instructions for use. Alarm 151 was visible on the logs until the 2p oxygen sensor calibration was conducted as required. Once the calibration was completed, there have been no reported issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that 151 02 concentration low measurement occurred with the bellavista 1000 while on patient. No patient harm reported.